Event description:
It was reported by service report that the bed had no electrical functions; the power cord was missing the ground prong. The customer report that they did not know if there was pt involvement or if there were adverse consequences to report. See scanned page.